Manufacturer narrative:
The subject ocs-500 has not returned to olympus medical systems corp. (Omsc) for evaluation yet. Omsc investigate the subject ocs-500 to determine the cause of this phenomenon when omsc receives it. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
During the colposcopy with the ocs-500, the camera system including otv-s190, and erbe (non-olympus) diathermy unit, the user got burn (red mark) on her neck, through a necklace she was wearing. The user reported that the burn happened while the user was holding the subject osc-500. The local service engineer visited the hospital site and performed the safety test on both the light source (cll-v1) and the camera system including the otv-s190. They passed the safety test, with no earth leakage issues. There was no report of the injury other than above.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2019-04243. The subject ocs-500 was not returned to olympus medical systems corp. (Omsc) for evaluation, because the subject ocs-500 was not returned to omsc. Based upon the information from the local service engineer, the subject device had no irregularity and defect. The subject device is used 220 to 350 mm away from a patient, consequently the subject device does not contact to the patient. Therefore omsc surmised that the subject device did not relate to the reported event. However the exact cause of the reported event could not be conclusively determined at this time.

Manufacturer narrative:
This is a supplemental report for MFR report #8010047-2019-04243. The subject ocs-500 was not returned to olympus medical systems corp. (Omsc) for evaluation. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined.